Event description:
It was reported to boston scientific corporation in 2008 that radial jaw 4 single-use biopsy forceps were used during an esophageal biopsy procedure performed the same day (patient age, gender and weight unknown). According to the complainant, following the procedure there was an increased amount of bleeding at the biopsy site and further intervention was required to stop the bleeding. Procedure outcome and patient status are unavailable.

Manufacturer narrative:
Bleeding, according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; therefore the cause of the reported event is undetermined.